Manufacturer narrative:
(B)(4). H6: proposed component code: mechanical (g04), drill. Attempts have been made to gather all product identification information and no further information has been provided. The event is confirmed. Visual examination of the provided pictures identified a drill bit that was fractured into two pieces and covered in bio-debris. No part or lot information was identifiable from the single picture provided. No product was returned therefore no further evaluations can be made. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the instrument broke during regular use in surgery. The device fractured into 2 complete pieces. The surgical technique was utilized. The broken instrument did not cause any complications. There was no surgical delay. No foreign bodies were retained. The surgery was completed with a second device. Attempts have been made and all available information has been provided.